Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has been alarming motor error for the past week. Customer stated that the alarms occurred during insulin bolus delivery. Customer stated that she went to a court house and security searched her with a wand. Customer stated she does not use the sensor feature and is able to rewind the insulin pump. Blood glucose is 497 mg/dl and customer stated she treated with the insulin pump. Customer declined to troubleshoot for high blood glucose; customer stated she does not have symptoms. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, displacement, and motor test. No motor error alarms or displacement anomalies were noted. The insulin pump was received with a cracked case at the display window corners and reservoir tube, and a scratched display window.